Manufacturer narrative:
(B)(4). The device data was reviewed. The summary report showed one untreated episode and three treated episodes occurred on sunday, with four shocks delivered since induction testing at implant. The battery status and impedance measurements were normal. Treated episode 001 occurred where one shock was delivered due to double counting. The r-waves were very small, at 0.4mv, with t-waves that were as large as the r-waves. The device delivered post-shock pacing after the shock, as programmed. Episode 002 was untreated and also exhibited small r-waves and oversensing. The heart rate was approximately 110-120 bpm. Treated episode 003 showed even smaller r-waves, and oversensing was observed. Bradycardia was noted on the electrograms, then the oversensing returned and the shock was delivered. Treated episode 004 showed what appeared to be extreme bradycardia with a short run of treatable beats just before charging began at 44 seconds. Shock therapy was delivered due to this device¿s algorithm, where the device was triple-sensing the qrs, leading to a consistent pattern with r to r intervals that were greater than 2 seconds. Intervals longer than 2 seconds cause special handling by the device¿s algorithm.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) passed away within three days of the implant procedure. The device was implanted without complication on thursday; defibrillation threshold (dft) testing was successful. The device remained off overnight and was programmed on friday morning. The patient underwent dialysis on friday. The patient was discharged, and died at home over the weekend. The field representative received permission to interrogate the device at the funeral home, and the device data was submitted to technical services for review. The physician stated to the representative that the cause of death was not sudden cardiac death (scd) and believed it was a pulmonary embolism. The patient had been walking with his wife and reported feeling short of breath and had to sit down. Then the patient felt much worse and subsequently passed away on sunday.